Event description:
After removing the xpert stent from the packaging, the distal end of the stent was noted to be partially deployed. The stent was not used on the patient, and the patient did not experience any adverse events.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.